Manufacturer narrative:
Device evaluation: five devices were received and evaluated for the needle button released event. The devices were inspected, and the needle mechanism functions were tested and verified to have operated as intended. The complaint about these devices could not be confirmed.

Event description:
The patient reported that with their recent box of v-go 30, the needle pops out prematurely which is painful. The patient tried to push the needle back in and that did not work. It was reported that devices are available for return to the manufacturer for evaluation. However, to date, have not been received.

Manufacturer narrative:
Adverse event (ae) assessment: the ae assessor was unable to reach the patient after multiple attempts. A patient may experience temporary pain from needle contact with the skin when needle pops out prematurely or needle release button does not release the needle. This is not a serious event.